Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a battery failure (error code 1124). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a battery failure (error code 1124). The customer confirmed that the device had new power management (pm) board, with firmware 1.30. The customer then reported that a non-philips battery was installed in the device. The rse informed the customer, that non-philips batteries would not communicate with firmware 1.30. The customer was provided with a letter with details regarding the use and the corrective action for using a non-philips battery on a v60 ventilator.